Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. The following information was requested and the following obtained: did both the hap02 (iris seal) and the flr01 (retractor) tear? No. Did only the hap02 (iris seal) tear? No. Did only the flr01 (retractor) tear? Yes. Did the silicone completely separate from the plastic rings of the hap02 (iris seal)? Did the silicone completely separate from the plastic rings of flr01 (retractor)? Picture received.

Event description:
During the endoscopic assisted pancreatic surgery, open the packing, found the device was broken as the picture shows. Another like product was used to complete the procedure. There is no report on the patient's injury (no potential adverse event reported).

Manufacturer narrative:
(B)(4). Batch # n90n1h the analysis results of the flr01 found that it was received with the retractor torn. The tear initiated 2 inches below the upper retractor ring and continued toward the lower retractor ring, causing the separation from the ring. No conclusion could be reached as to what may have caused the found condition. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Per photographic evaluation: upon visual inspection, it was noted that the retractor is torn. Please see the physical analysis for more details no conclusion could be reached as to what may have caused the found condition. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.